Manufacturer narrative:
(B)(4); system updates pending. Result - known inherent risk of procedure. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, procedural factors (guidewire manipulation) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, following deployment of a 23mm sapien xt valve, a pericardial effusion and cardiac tamponade were found. An open sternotomy was performed. A left ventricle perforation was located and repaired with pledgeted sutures. The procedure was completed with no further issues reported. As the time of this report, the patient was doing "okay". The annular valve area measured 320mm2 by CT. Moderate annular calcification, severe native leaflet calcification and severe aortic root calcification were reported. It was perceived that the guidewire likely caused the ventricle perforation.